Event description:
During a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, a 23 mm sapien 3 ultra resilia valve was deployed with nominal contrast solution volume. Paravalvular leak (pvl) was trivial after valve deployment, hemolytic anemia developed, and the patient was receiving blood transfusion. On post-operative day (pod) 3, the echo showed that paravalvular leak (pvl) was trivial, ava was 1.6 and pg was 15. On pod 8, a blood test revealed that ldh was about 400. On pod 93, the echo showed that pvl was mild to moderate, ava was 1.5 and pg was 18, and a blood test revealed that ldh was about 2000. The onset date of hemolytic anemia (diagnosed date) was 3 months post-tavr procedure. A balloon aortic valvuloplasty (bav) bav is scheduled. Per medical opinion, the cause of hemolytic anemia was pvl.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Additional information was provided that approximately 3 months post-tavr procedure, the patient underwent a balloon aortic valvuloplasty (bav) and the paravalvular leak (pvl) was reduced to mild.

Manufacturer narrative:
Update to b5.

Manufacturer narrative:
The 23mm sapine 3 ultra resilia valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system, procedural training manual, patient screening manual, and device preparation manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deployed valve exhibits paravalvular leak was unable to be confirmed due to the unavailability of relevant imagery and/or medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "a 23 mm sapien 3 ultra resilia valve was deployed with nominal contrast solution volume. Although paravalvular leak (pvl) was trivial after valve deployment, hemolytic anemia developed, and the patient was receiving a blood transfusion. Subsequently, echocardiography revealed that pvl was mild to moderate, and thus balloon aortic valvuloplasty (bav) was under discussion." Additionally, as reported, the patient had moderate aortic valve calcification. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors that could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. As noted, the patient had a valve area of 426 mm2, which was within the recommendation range for thv size 23mm, so the potential root cause of undersized thv was eliminated. In addition, noted that the patient had moderate aortic valve calcification. Bulky calcification can create irregular contact between the pvl skirt and the target site (native annulus), resulting in paravalvular leak. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint event. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate [patient factors - trivial pvl and elevated ldh] may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Initial investigation did not show any evidence that an edwards defect contributed to the reported event. However, a CAPA investigation was initiated for further investigation.